Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that no relevant clinical information has been provided to perform a thorough medical investigation. Should any additional clinical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause for this event is likely a sizing / fit issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
In a scientific publication, winston, "flexion contracture due to cyclops lesion after bicruciate-retaining total knee arthroplasty" it was reported that the patient underwent a revision surgery due to a flexion contracture. The inserts were removed and exchanged from 9mm to 8mm.